Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.